Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead failed to capture and exhibited under sensing. The atrial lead was capped and replaced with new lead on (B)(6) 2026. The patient was stable throughout the procedure.